Manufacturer narrative:
Date of birth: (B)(6). Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of stent was damaged with stent struts squashed and bunched 13 mm in a distal direction from the distal end of the proximal markerband. Distal end of stent moved slightly in a distal direction over the proximal end of distal markerband. The undamaged distal section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. Stent crimp markings were present on the exposed proximal section of the balloon body. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a polymer extrusion break at 145 mm distal from the port bond and it was also noted that the port bond was stretched. It was also observed that the inner shaft polymer extrusion was twisted and stretched 2 mm distal from the bi-component bond. The types of damages noted are consistent with excessive pressure being applied to the delivery system. The bi-component bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2017. It was reported that crossing difficulties were encountered. A 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced; however, the device was unable to cross the lesion. The procedure was completed with another with same device. No patient complications were noted and the patient's status was stable. However, returned device analysis revealed stent damage and shaft polymer extrusion broken.